Event description:
The pt reportedly developed an infection on the implant site. The wound was leaking some fluid; the implant site was cleaned and medication was prescribed (type unknown). The pt's device later began to extrude. The pt's device was explanted.